Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing and pressure testing revealed a leak in the front side of the bag. Clear passage testing was performed. The reported condition was verified. The cause of the condition was not determined. A CAPA was opened to address the issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that empty intravia bag was leaking from a small hole. This was noted before use. There was no patient involvement. No additional information is available.